Event description:
Device testing for sodium and chloride failed to report correctly.manufacturer response for chemistry instrument, roche cobas c501 (per site reporter).======================they are trying to fix it.